Manufacturer narrative:
Received 1 used and 1 unopened foley catheter for evaluation. The reported event was unconfirmed. The exterior of the samples were visually inspected and did not find any evidence of a failure that would support the reported event. The used sample was missing the valve/cap. Per the functional evaluation, the flowrate for both samples were 1250-1260cc/min. The specification is 1200cc/min, so they met specification. The reported problem was unable to be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the drainage eyes were too small. The patient was allegedly unable to drain properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes were too small. The patient was allegedly unable to drain properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes were too small. The patient was allegedly unable to drain properly.